Manufacturer narrative:
Device evaluation summary: mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the sm mpp gel 425cc breast implant was found to have three (3) tears (a, b, and c) on the anterior view, measuring approximately 0.7cm, 0.4cm, and 1.0cm respectively. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the rupture found, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: no apparent adverse event; rupture was found upon device analysis mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A 425cc mentor memorygel breast implant was received by the mentor failure analysis lab on july 16, 2024 with no additional information. The device could not be associated with an existing complaint. In the absence of clarifying information after multiple follow ups, it cannot be determined why this device was returned to mentor. However, the preliminary analysis of the returned device identified a potential reportable malfunction. As a result, this will be conservatively reported to FDA.